Event description:
The product was used during a right colectomy procedure. Reportedly, the pt was returned to surgery with a bowel leak. The surgeon performed a re-operation the same day and oversewed the application site. The hosp has reported the pt's condition is satisfactory.